Event description:
During preventative maintenance of the device, the field service rep reported that the ground pin on power cord was broken; pin was still intact but not making contact. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
(Device not returned).